Manufacturer narrative:
Additional information was received on 7/29/2019. The device deflated on 2016, meaning the patient was 34-years old at the time of the event. An investigation of the returned product was completed by the failure analysis lab on 8/15/2019. Device evaluation summary: during evaluation of the device a crease was observed on the anterior aspect extending to the posterior. Leak testing revealed a tear measuring approximately 0.2 cm within the crease noted on the anterior aspect. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with a mentor smooth round moderate profile 575cc saline prosthesis experienced right sided deflation post procedure. The deflation was diagnosed by a physician. As a result, the device was explanted on (B)(6) 2019.